Event description:
On an unreported date in 2009, the patient began using extraneal viaflex and stopped using the product in (B)(6) 2010, when he switched to hemodialysis. In (B)(6) 2010, the patient restarted treatment with extraneal viaflex intraperitoneally for automated peritoneal dialysis (apd) subsequent to end stage renal disease (esrd) with additional weekly hemodialysis treatments. On (B)(6) 2010, the patient experienced cloudy effluent. On the same day the patient was hospitalized. While in the hospital, the patient continued using extraneal viaflex for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient began remedial therapy with zinacef (250 mg/2l, daily, ip). Extraneal viaflex therapy was ongoing. The nurse did not provide a statement of causality for the cloudy effluent.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.